Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient came to the hospital for a non-sustained lead noise alert due to oversensing. A loss of capture and lead dislodgement were noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was good condition.